Event description:
It was reported that for several years the pt has not progressed as it was expected he should. A decision has been made by the pt's parents and his surgeon to re-implant him.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.